Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggests that the event is attributed to a less than optimum design to withstand misuse. Improvements have been implemented to help reduce and/or eliminate similar events.

Event description:
The pin on the tip of the introducer snapped but was recovered from the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.